Event description:
Pacing dificulties; it was initially reported that the device did not function. Follow up indicated that the contact was unclear ; however, information indicated that possible bipolar stimulation did not work, unconfirmed. New information was provided by customer, confirmed that the catheter did not pace. There were no patient complications reported.

Manufacturer narrative:
It was stated that the device was discarded at the hospital. This event was determined to be reportable following edwards standard procedures. A devcie history record review was completed and documented that the device met all specifications upon distribution.